Event description:
The customer reported that there was a speaker malfunction. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a speaker malfunction. An inop was shown on screen, but philips has not yet determined if audio was functional. No patient harm was reported. Attempt at repair by exchanging the main board was not successful. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.